Event description:
A report was received that the patient underwent an ipg replacement due to pocket site pain and difficulty charging. During the revision, the pocket site was moved to another location. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to pocket site pain and difficulty charging. During the revision, the pocket site was moved to another location. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to pocket site pain and difficulty charging. During the revision, the pocket site was moved to another location. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device indicated that the ipg passed visual, operational, performance, electrical, and photographic imaging tests performed. The possibility that electrical leakage could cause pain at the patient's pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing burning pain and or heating at the pocket site was not duplicated or confirmed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached at the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 4mv per day, which was within the expected range. The device exhibits normal charging and discharging characteristics.